Event description:
Customer called to complain that their bgm will not run the standard strip. Troubleshooting by phone confirmed this. The product was replaced and the defective one returned for investigation.